Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). During service at baxter it was discovered that failure code 805:01 occurred during infusion, which caused an interruption during delivery. There is no patient involvement. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available. Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be faulty pump head module (phm). To correct this condition the phm was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During service at baxter it was discovered that failure code 805:01 occurred during infusion, which caused an interruption during delivery. There is no patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.